Event description:
Healthcare professional reported deflation against right side device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp opening on posterior and two opening striated in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on radius due to a fold flaw opening. Two striated edge opening on posterior side assessed to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.